Manufacturer narrative:
The 8 mm x 25 cm micrusphere 10 platinum microcoil (sph100825-20/f65775) prematurely detached inside of the balt vasco 10 microcatheter before reaching the aneurysm dome. The coil remained inside of the microcatheter and was removed in its entirety as a unit with the microcatheter. There was no patient injury and no additional intervention required due to the event. The pre-deployment electrical check was performed with no law battery light or fault light seen. The microcatheter was positioned inside of the aneurysm dome. There was no resistance felt during deployment of the coil. The incident happened before the coil was connected to the detachment control box and before the coil was advanced to the dome of the aneurysm; it was still within the microcatheter. The device is not available for analysis. Without the return of the device for analysis no conclusion regarding possible root cause of the reported event can be determined. Additionally based on the available procedural information no conclusion can be made regarding possible clinical/procedural factors that may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
Faulty micrusphere 10 platinum microcoil 8 mm x 25 cm (sph100825-20/f65775) during procedure. There was no patient death or serious injury that occurred as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during case. The type of dcb used was the black dcb (catalog unknown/007559). New batteries were used.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: - vasco 10 microcatheter (balt), - black dcb (catalog unknown/007559).